Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the rate/sense and shock channels, exhibited by this ventricular implantable lead. This was reported to inhibit pacing. Technical services suggested reprogramming options for the device or pocket revision to verify the high voltage leads are connected to the appropriate ports of the device header.